Event description:
Additional information was received from a healthcare provider. The pump was replaced because it had failed.

Manufacturer narrative:
Analysis of the pump identified high battery resistance.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient's implanted infusion pump containing baclofen (1000mcg/ml at 265mcg per day), morphine (10mg/ml at an unknown dose), and bupivacaine (10mg/ml at an unknown dose). Indications for use included intractable spasticity and multiple sclerosis. On (B)(6) 2016, was reported that the patient heard an alarm on (B)(6) 2016. The following day, the patient saw her hcp and was experiencing double vision, increased tightness, and increased pain. Pump logs showed a low battery reset on (B)(6) 2016 followed by safe state. The pump defaulted back to the minimum rate. There were no environmental, external, or patient factors that may have led or contributed to the issue. Withdrawal symptoms were noted, and it was stated that the change in therapy was sudden. Review of pump logs indicated that time remaining to elective replacement indicator (eri) was 6 months. The patient's status was noted to be alive - no injury. The pump was explanted and returned for analysis on 2016-oct-27.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.